Event description:
Dr. Reported that, a patient was injected with 2 syringes of coaptite for a urethral bulking procedure in 2006. This patient is still in urinary retention, 2 weeks following the procedure.

Manufacturer narrative:
During follow-up with the physician, it was reported that the patient continues on an intermittent self-catheterization. Dr. Has also prescribed zanacol or flomax for the patient. The patient did not have another scheduled appointment. The actual coaptite lot was unknown; however, based on the customer order history, there are 2 possible lot numbers. A review of the device history records for both coaptite lots indicates that 1002346 and 1002344 met specifications at the time of release. This event was not initially reported as a serious injury. Upon review of the regulations, it was noted that this event should be reported. Bioform understands that this initial report is beyond the 30-day time frame.